Manufacturer narrative:
Patient identifier was not provided. Initial reporter email was not provided. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported that a mr technologist had detached the table of an optima mr450w to move a patient out of the room. The patient became combative and as she was trying to hold onto the patient and push the table away from the docking station the technologist slipped on hydraulic fluid on the floor that had been located under the table. The technologist reports pain and numbness in her left buttock and leg.